Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: on examination, the display was confirmed to be dim/faded/discolored. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.